Event description:
On (B)(6) 2026, a patient was prepped for a port placement procedure using the powerport m.r.I. Isp. Prior to the procedure, it was noted that the product was not sterile, as the plastic wrap had a crack at the corner and was not fully sealed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.